Event description:
The reporter stated that they have had multiple incident in which the pt is reported to have received insufficient local anesthesia. It was reported that in some cases it was necessary to use general anesthesia during procedures. No permanent adverse effects to pts were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.